Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 52 mg/dl. Reportedly, low bg levels were due to the pump carbohydrate setting needing the be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate setting. Customer addressed low bg levels with carbohydrates and glucose tablets.